Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The IFU contains the following statements: ¿do not give a shock to the camera head. It may be damaged. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. A definitive root cause could not be determined. However, the reported event assumes that the cable was damaged, or the camera head was damaged, causing the processor to no longer communicate with the camera head. Investigation has concluded that the damage to the cable and the damage to the camera head are due to the handling of the user. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned for evaluation at this time.the evaluation and investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A physician reported loss of image in the camera head (4k camera head). The user stated the camera was connected to video processor , however there was no image on monitor. It is unknown when the phenomenon was observed. No death, injury or infection was reported. No patient or other person involved in the event.